Manufacturer narrative:
The device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette, approximately 6 inches from the cassette door. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) advised caregiver to start over with new supplies. Rts assisted with ending therapy and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.